Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/12/2008, 12/23/2008, and 01/05/2009 by phone, fax, and mail. Additional information was obtained by phone on 01/06/2009; however, a complete questionnaire has not been received.

Event description:
A consumer reported experiencing blurry distance and near vision following bilateral intraocular lens (iol) implant surgery. She had "lasers" done which has not improved her vision and she still has to wear glasses for distance and near. She has seen another doctor for a second opinion and was told she had some retinal swelling that was treated with medication. She also reported dry eyes since cataract surgery, and is having to use artificial tears. The surgeon did not feel the events were caused by the lens and stated that although the pt sees well, the pt is not satisfied with the lens. Additional information has been requested. There are two medical devices reported associated with these events. This report is for the left eye.